Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: during investigation, the battery compartment was cracked below and above the grip pad. Unrelated to the original complaint, a leak was found in the battery compartment with moisture.

Manufacturer narrative:
Date of submission: 30-july-2018. Device evaluation: the device has been returned and evaluated by product analysis on 30-july-2018 with the following findings: it was confirmed that the battery compartment was cracked below and above the grip pad. Investigation confirmed a battery compartment leak with moisture and corrosion found in the battery compartment of the pump only.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.